Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a bike accident and since then there have been intermittent high out-of-range right atrial (ra) lead impedance measurements and oversensed noise. A copy of the device¿s memory was analyzed and confirmed what appears to be oversensing of the respiratory sensor which is common with intermittent or marginal high impedance situations. Boston scientific technical services (ts) provided programming recommendations as well as additional troubleshooting guidance. Surgical intervention is planned to revise the ra lead. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that surgical intervention was not performed and instead the device was reprogrammed. The patient reports feeling well and they will be monitored. The device remains in service.